Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer noticed sometimes she goes low and has to suspend the pump on her own. In the morning, she wakes up with high blood glucose. Customer's low blood glucose was 56mg/dl and high blood glucose was 477mg/dl. Customer treated low with glucose tabs and treated high with bolus. The customer stated she might not be given herself enough insulin when she was high, customer stated she never has had any issues with pump and it works fine. Customer was advised to call back to troubleshoot when they had time.